Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported a 250 ml bag was hung as a primary with a secondary antibiotic infusion as a piggy back. The rn set the primary pump rate to 16 ml/h then opened up the connected secondary infusion. The rn then noticed the secondary was rapidly dripping. After further investigation by the rn, it was discovered that the secondary was infusing into the primary caused by a faulty tubing valve. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of backflow was not confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed and no air bubbles or fluid was observed going into the primary bag. The pass component was returned to the supplier for additional analysis. Testing of the returned part indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of this failure was not identified.